Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead was capped and replaced on (B)(6) 2016 due to high capture threshold measurements. Patient was in good condition both during and post-procedure.